Event description:
A patient underwent a hiatal hernia repair followed by tif procedure. During the tif procedure the physician observed difficulty with the trigger handle returning to its starting position. The initial device with noted trigger handle difficulty was uneventfully removed from the patient. The tif procedure was successfully completed with a second device.

Manufacturer narrative:
The returned device was evaluated at endogastric solutions (egs), and it was determined that a failed bond between the fastener tube and distal shaft end occurred. A review of manufacturing records for this device was conducted and no nonconformance reports or deviations were found for the affected product lot. Based on this review, there is no evidence to suggest a component or manufacturing defect caused or contributed to reported malfunction. Based on the available information received and engineering evaluation by egs, the cause of the reported incident could not be conclusively determined. There was no reported patient impact associated with this incident and egs deemed the incident as non-reportable at the time of the initial complaint. Egs has now determined if there is a recurrence of this malfunction, a serious adverse event may occur. Therefore, this incident is now reportable.

Manufacturer narrative:
Updating medical device problem code (a) to only include: 1068. Updating type of investigation (b) to only include: 10, 3331, 4110, 4109, 4112, and 4111. Updating investigation findings (c) to only include: 3243.